Manufacturer narrative:
Evaluation summary : post market vigilance (pmv) led an evaluation of two photographs of the event without the physical product or the packaging. Photographic inspection of the event noted that the buttress material was still secured to the reload at the distal end. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the device had poor staple formation and the distal staple line was incomplete - the tissue was cut with a scissor in order to fix the issue. There was no patient injury.